Event description:
It was reported that the pump alarmed on (B)(6) 2012. A dye and rotor study was done on (B)(6) 2012. The dye study was normal, but the rotor study showed that the rotor was not turning and the motor was stalled. The patient experienced a return of pain. The drug delivered via pump was morphine. It was reported that there was no patient injury. Additional information had been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the motor stall did not recover and the pump and catheter were explanted and sent back to manufacturer for analysis. The cause of the motor stall was unknown. The patient was not re-implanted. No withdrawal symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed that the pump-head was deformed in shape and there was a hole in the pump tube, as well as mechanical wear. Pump analysis also found a motor feed-thru anomaly and a motor gear train anomaly/corrosion. Analysis of the catheter found no significant anomaly. Analysis of the sc connector revealed that there was a non-significant indent in the seal that did not affect infusion.